Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that the communicator was struck by lightning and split the power cord in half. A new communicator and power cord were sent to the patient along with a return label. No adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis confirmed the power cord was burned in half. Electrical overstress to the communicator was observed in our post market quality assurance laboratory . A replacement power cord was connected to the communicator and the communicator operated appropriately.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.